Manufacturer narrative:
Covidien technical support engineer troubleshot this issue with the customer over the phone. The customer was advised to replace the bdu pcb. Covidien not authorized to service the device.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.